Event description:
The customer reported that the battery would not charge past 1/2 capacity. Further investigation determined that, though this battery could be partially charged, it could not supply power to operate the unit. There was no report of patient involvement.